Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy was "not working well" when there was bleeding. The tips reportedly wouldn't activate when there was a little blood. It is unknown if any intervention was required to address the insufficient bipolar energy activation. No further information was known about the event.